Event description:
It was reported that during an in-clinic device check, elevated thresholds were noted on the right ventricular (rv) lead. The patient was brought in for a revision, and noted a decrease in sensing amplitude and low pacing impedance. A mirco perforation or micro dislodgement was suspected. During the procedure, the rv lead appeared properly positioned, with no evidence of septal perforation into the left side of the heart. The rv lead was explanted and replaced. There were no complications for the patient before the procedure, during the procedure, and after the procedure.